Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it has been retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure "after nibbling bone away from placement area, we engaged the 2 disks into bone and continued to tighten using the handle. As indicated, the surgeon continued expecting to snap off the handle. Unfortunately the post snapped of flush with the top disk. We were unable to melt the post down, resulting in the top disk snapping off. This happened with all 3 spindown clamps used in the specific case." There was a ten minute surgical delay and the surgery was completed using another device. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Product identity was not confirmed due to the products not being returned. Visual inspection and functional testing could not be performed due to the product not being returned. As the product was not returned, and no photographs were provided, the complaint cannot be verified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. DHR was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.